Manufacturer narrative:
Actual device was returned for eval. The tube was broken just distal to the flange at the point where the proximal end of the connector is inserted into the tube. The wall of the tube around the connector exhibited event thickness with no evidence of sharp protrusions. It appears the tube may have torn as a result of constant manipulation or rough handling of the connector. The instruction sheet contains a warning to avoid sudden or excessive force while disconnecting. Manufacturing has informed the appropriate personnel of this complaint.

Event description:
The actual sample was broken when they took off the connector. They said that it was easy to break.